Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The geometry error was between 0.09 to 0.11, which is well within the acceptable range. The system then passed the system checkout and was found to be fully functional. No device was returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the site was unable to verify a drill bit. The site brought in another navigation system to continue with the case. There was no delay to the procedure and no impact on patient outcome.